Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. In addition, the ancillary trocar was received inserted inside the ancillary trocar cover. Please note that the ancillary trocar cover is not an ancillary component to cover the ancillary trocar (blue plastic trocar). The ancillary trocar cover is an ancillary component to be used to cover the integral trocar (metal piercing trocar component inside the device). Please reference the instructions for use for more information on how to use the ancillary trocar cover. The breakaway washer was present and uncut and the device was fully loaded with staples. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigma procedure, the ancillary trocar cover could not be removed. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.